Event description:
According to the reporter, while the suture was being used for general soft tissue suturing, the suture thread detached from the needle, and the needle tip was blunt and not sharp enough, making skin penetration difficult. Three separately packaged sutures from the same batch were used consecutively, and each exhibited the same issue. The surgical team replaced the product with sutures from another batch to continue the procedure. It was noted that the surgical time was extended.

Manufacturer narrative:
D10 concomitant product: cl-923, cl-923 polysorb 2-0 vio 90cm gs21 x36 (lot#a5f1567y); cl-923, cl-923 polysorb 2-0 vio 90cm gs21 x36 (lot#a5f1567y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.